Manufacturer narrative:
It was reported a terminal end was returned for analysis. The patient may have undergone a previous lead revision on an unknown date for an unknown reason. The rep made multiple attempts to obtain this information from the physician without success. The results of the investigation are inconclusive since only a portion of the device was returned. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported a terminal end was returned for analysis. The patient may have undergone a previous lead revision on an unknown date for an unknown reason.